Event description:
It was reported that a physician contacted boston scientific technical services (ts) explaining that they had scheduled a replacement procedure for this pacemaker as the device has been implanted for over ten years and because at the last follow up, the estimated remaining battery longevity was only six months, but the day of the procedure, the device was interrogated, and they noticed the battery longevity had increased to three years. No changes to programming had been done from the previous follow up, and pacing percentage and leads outputs were consistent. A request was made to have data from this device analyzed, but technical services (ts) indicated that the current uploaded device data was insufficient for a battery analysis and requested to provide updated raw data. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that a physician contacted boston scientific technical services (ts) explaining that they had scheduled a replacement procedure for this pacemaker as the device has been implanted for over ten years and because at the last follow up, the estimated remaining battery longevity was only six months, but the day of the procedure, the device was interrogated, and they noticed the battery longevity had increased to three years. No changes to programming had been done from the previous follow up, and pacing percentage and leads outputs were consistent. A request was made to have data from this device analyzed, but technical services (ts) indicated that the current uploaded device data was insufficient for a battery analysis and requested to provide updated raw data. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received. Updated data was transmitted from the device. Ts performed a battery analysis and confirmed there is no evidence of premature battery depletion (pbd). The battery of this device is depleting normally, there are no abnormal faults or resets, and the power consumption is stable and within expectations based on programming and therapy delivery. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that a physician contacted boston scientific technical services (ts) explaining that they had scheduled a replacement procedure for this pacemaker as the device has been implanted for over ten years and because at the last follow up, the estimated remaining battery longevity was only six months, but the day of the procedure, the device was interrogated, and they noticed the battery longevity had increased to three years. No changes to programming had been done from the previous follow up, and pacing percentage and leads outputs were consistent. A request was made to have data from this device analyzed, but technical services (ts) indicated that the current uploaded device data was insufficient for a battery analysis and requested to provide updated raw data. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.